Event description:
It was reported that the left ventricular lead exhibited loss of capture in all vectors. The device was programmed to right ventricular pacing only. Reintervention was postponed due to patient condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information noted that the lead was explanted and replaced in (B)(6) 2016. The patient's condition was fine post procedure.